Event description:
The customer reported her blood glucose history is as follows: see scanned table. She called her doctor who advised her to remove the pod. She then realized the needle never fired the cannula into the infusion site. She stated that she felt the needle insertion and the pink slide was in the window but there was no cannula coming out of the pod. The pod was then deactivated and she gave a manual injection of insulin (exact dosage was not provided). She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.